Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was subjected to detailed analysis. Visual inspection of the device noted no irregularities. Review of the memory confirmed the status of the device to be at end of life (eol) due to a charge time. A shock lead shorted fault was also found to have declared followed by two charge time exceeded faults. A real time x-ray noted that the plasma fuse had been blown open. The shock into the shorted lead caused the plasma fuse to blow open. The open plasma fuse caused the charge time outs which in turn caused the eol declaration. In conclusion, analysis was able to confirm the allegations made against the device in the field.

Event description:
--

Event description:
Boston scientific received information that this device exhibited three different codes for a short circuit condition, multiple extended charge times of greater than 45 seconds, and the battery being at end of life. The physician believes these codes could be related to a damaged right ventricular lead. Surgical intervention was performed and there was nothing visually wrong with the device that would be causing such issues. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.